Manufacturer narrative:
The user facility reported that the rapicide pa high level disinfectant had been delivered a previous day and left in a de-boxing room by the courier. When user facility personnel entered the room, they observed that the boxes containing the rapicide were "wet". The device history record (DHR) was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lot. Due to the damaged boxes that were observed following the delivery of the rapicide by a courier, the reported event is likely attributed to shipping damage the product sustained during transportation. No additional issues have been reported.

Manufacturer narrative:
Steris has made multiple attempts to contact the user facility to obtain additional information regarding the reported event however, the user facility has not responded. A follow-up report will be submitted should additional information becomes available.

Event description:
The user facility reported that an employee handled a wet/damaged box containing rapicide pa high level disinfectant and placed it into a locked cabinet. When the cabinet was opened, the employee complained of a "smell" and attended the emergency department. It is unknown if medical treatment was administered.